Event description:
It was reported that during an ultrasound guided lung biopsy through normal density tissue, the needle had allegedly broken and stayed in patient's body. It was further reported that the broken tip has been removed from the patient's body by surgical incision. No coaxial was used and the procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device received for evaluation. Upon visual evaluation, the device appeared to have blood residue on the outer housing and received with protective tubing and no yellow guard attached to the needle. The device was received initial position. The distal tip of the stylet was noted to be missing when the top slide was pushed into the device. No other visual anomalies were noted to the device. Due to the condition of the device functional testing was not performed. Therefore, the investigation is confirmed for the reported break as the distal tip of the stylet was noted to be missing. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lung biopsy through normal density tissue, the needle had allegedly broken and stayed in patient¿s body. No coaxial was used and the procedure was completed using another device. The current status of the patient is unknown.